Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Due to system limitations, device product code nkg could not be entered. Xxx was used to populate field for device product code. Additional device product code is kwp. (B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the synapse screw head and shaft came apart while the surgeon was attempting to redirect and place it. The surgeon was performing a posterior cervical fusion with synthes synapse 3.5mm rod from c6 - t2 to treat a traumatic fracture. Synapse screws were placed from c6 - t2 at all levels. An anterior-posterior fluoroscopy (ap fluoro) was then taken to check the placement of the screws. Surgeon determined from the ap fluoro that both screws at t2 were placed too laterally. Surgeon removed both t2 screws and redirected them. While attempting to redirect and place the right t2 screw, the head of the screw and the screw shaft came apart as previously stated. The surgeon removed the shaft from the patient easily; no fragments remain in the patient. A new screw was then placed at right t2. The procedure was delayed approximately two minutes and was completed successfully with no harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one (1) 4.5mm diameter ti cancellous polyaxial screw length 30mm (part 04.614.230, lot 7895060) was returned separated at the polyaxial head and screw junction. The complaint is deemed confirmed as the polyaxial head was detached from the screw and the bushing on the head had been pushed distally so that it was no longer seated properly. This suggests force was applied off axis in an attempt to seat the screw in the bone. Per the technique guide, the screw, found in the synapse system, is used for the posterior stabilization of the upper spine. During the procedure, the screwdriver shaft and holding sleeve are assembled and attached to a 3.5mm, 4.0mm, or 4.5mm synapse screw for insertion into a pre-drilled pedicle. The relevant product drawings were reviewed during the investigation. The product was returned with the bushing pushed distally on one side and is no longer seated in the proper position. Based on the returned condition of the screw, it is likely the surgeon applied the force to seat the screw off axis, forcing the bushing toward one side and causing the polyaxial head to pop-off. It is unlikely the design contributed to the complaint condition. Device history record review showed that there were no issues during the manufacturing of the product that would contribute to this complaint condition. Based on the complaint description and the returned condition of the devices, it is likely the surgeon applied the force to seat the screw off axis, forcing the bushing toward one side and causing the polyaxial head to detach. However, there is insufficient information to determine the true root cause. No design issues were noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.